Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer implanted for post-laminectomy pain and spinal pain reported their patient programmer (pp) wasn¿t working properly, but it was later confirmed the pp was functioning properly but was telling the consumer the implant battery was low even though they had already charged it. It was further reported starting on (B)(6) the consumer was unable to walk and it felt like there was too much stimulation. Following this the recharger was used to start a charging session which confirmed the consumer did need to charge and that was maybe the reason they were having the issues they were starting today. There were no traumas or fall reported related to the issue. No further complications were reported.